Manufacturer narrative:
Device inspection found deformation of bending tube, the play of angulation lever is out of standard value. The customer reported issue was confirmed. Furthermore, connecting tube (insertion section) has coating peeling and the adhesive on a-rubber is detached. In addition, the following findings were noted on the device: due to a cut on a-rubber, water tightness is lost, distal end is dirty, distal end has a scratch, a-rubber has wear, cover has a scratch, angulation lever has a scratch, protector of universal cord on control section side has a cut. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during an unknown event the device was found with free-play in angulation lever. There is no patient involvement on this reported event. No user injury reported . Device evaluation found connecting tube (insertion section) has coating peeling (1 mmsq or more). This report is being submitted for connecting tube has peeling.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the coating peeling likely occurred due to physical and/or chemical stress and/or the storage environment. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have detected the event: "preparation and inspection. Inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The following information is stated in the instructions for use regarding handling the device which may have prevented the event: "important information. Please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Precautions. Warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.